Event description:
The pt presented with a totally occluded left iliac artery and a large 6.5 cm aneurysm in the abdominal aorta. Thus, during pre-case planning, the physician decided to use the excluder devices in an aorto-uni-iliac approach. Two excluder bifurcated endoprosthesis trunk-ipsilateral devices were successfully implanted. A femoro-femoral crossover graft was implanted to perfuse the pt's opposite leg. There was no adverse outcome for the pt. No allegation of deficiency regarding the excluder devices was made.